Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. Visual inspection did not identify any anomaly. The connectors and contacts were checked and no deviation was identified. A pressure test of the console board was performed and no error occurred. Through a further one and a half hour functional testing, livanova could not reproduce the reported issue. In case additional information pertinent to this case will be received, livanova will provide them in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the display of the centrifugal pump system with tubing clamp became briefly dark during a procedure. The speed was set to zero and the device gave no alarm. After a few seconds the device worked properly again. There was no report of patient injury.